Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned to isi for evaluation to date. Once the device is received and failure analysis is performed, a supplemental report will be provided detailing the results of the evaluation. This complaint is being reported due to the tip of the harmonic ace curved shears instrument breaking and falling into the patient. All broken fragments were reported to have subsequently been retrieved during the same da vinci surgical procedure with no lasting permanent impairment of a body function or permanent damage to a body structure occurring.

Event description:
It was reported that during a da vinci lobectomy surgical procedure, the mobile tip of the harmonic ace curved shears instrument broke off and fell into the patient. All pieces were reported to have been removed from the patient. No patient injury or adverse event occurred as a result of the event. Intuitive surgical has attempted to contact the customer site for additional information but no information has been received.